Event description:
The customer stated an architect generated an initial and repeat (B)(6) result for one patient sample. The sample being tested was the source of an employee needle stick. The sample was reported as presumptive (B)(6) and the employee received prophylactic treatement as a result of the (B)(6) results. The source sample was confirmed (B)(6) by (B)(6) testing.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of retained reagent, a search for similar complaints, and a review of labeling. A retained kit of architect (B)(6) combo reagent lot 07068li00 was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. All generated data demonstrate that the performance of the architect (B)(6) combo is not compromised. No atypical complaint activity was identified for the customer issue. Labelling was reviewed and found to be adequate. Based on the evaluation no product deficiency was identified.